Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer is using the incorrect test strips for the meter; customer is using competitor test strips. Customer stated that those were the test strips that came with the kit. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.